Manufacturer narrative:
Update to e1 establishment name.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. Due to leaks from the r/l and u/d knobs, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis lucera elite colonovideoscope had noise. The issue occurred when preparing the scope for use in a diagnostic procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material in the scope due to a clogged sub water supply channel. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and there was image noise due to the deformed plug unit. Also, evaluation found angulation in the up direction did not meet the standard value due to a worn angle wire, the charged coupled device (ccd) lens was scratched, the light guide lens was broken, the bending section cover adhesive was broken, the connecting tube was discolored, the universal cord was deformed and dented, the grip part was deformed, the control unit and scope cover had corrosion due to leakage, water tightness of the right/left and up/down knob was lost, the light guide lens was stained and there was third party repairs. This event is under investigation. A supplemental report will be submitted upon receiving additional information.